Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has had no central vision unless it is about four inches from his face. The consumer reported the say after surgery, when the bandage was removed, that he could not see at all. About a week later, he regained some vision, but only in the periphery. He was seen by another surgeon in a second opinion, who reported the consumer had an epiretinal membrane with no macular edema. The examination was consistent with ischemic optic neuropathy. The consumer was then sent for an echocardiogram and carotid artery work up which the consumer reported were normal. He was awaiting an appointment with a neuro-ophthalmologist. In a follow up, a completed questionnaire was received from the implanting surgeon who reported that on the first postoperative day, the consumer was noted to have a visual acuity of hand motion due to dense corneal edema although no complications had been noted during the surgical procedure. On postoperative day five, the consumer's visual acuity remained hand motion. Mild edema was noted with macular fibrosis. By the sixteen postoperative day, the edema had resolved, but macular fibrosis with thickening was noted on an optical coherence tomography (oct). The surgeon reported the consumer was seen for a retinal evaluation and a central retinal artery occlusion was diagnosed. The prognosis is noted to be poor. The consumer has been referred to a neuro-ophthalmologist. In the opinion of the surgeon, the lens did not cause or contribute to the event. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An unapproved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).